Manufacturer narrative:
Complaint conclusion: during procedure, the 5mm x 22cm 135cm powerflex pro was ruptured at the calcified vessel. There was no reported patient injury. The product was returned for analysis. A non-sterile powerflex pro 5mm x 22cm 135 was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon appears to have been previously inflated. Blood residues were observed inside the balloon. The unit was thoroughly inspected no other anomalies were observed. Functional analysis was performed on the device. Balloon inflation was performed, a lab inflator/deflator device was attached to the inflation lumen of unit and pressure was applied. A leakage of water was observed on the balloon¿s proximal area. Per sem analysis on the balloon leakage, results showed that the balloon leakage was caused by a rupture on the balloon surface. The inner surface presented no anomalies adjacent to the balloon rupture. The outer surface presented evidence of scratch marks adjacent to the balloon rupture. This type of damage is commonly caused during the interaction of the balloon material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the balloon outer surface could probably led to the rupture condition found on the received balloon. It appears the balloon material near the rupture was torn with a sharp object from the outside of the balloon. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82158869 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ was confirmed during device analysis, the exact cause could not be determined. Functional analysis revealed a leakage on the balloon outer surface, it appears the balloon material near the rupture was torn with a sharp object from the outside of the balloon likely calcification. However, with the limited amount of information provided regarding vessel characteristics or procedural factors it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During procedure, the 5mm x 22cm 135cm powerflex pro was ruptured at the calcified vessel. There was no reported patient injury. The device is expected to be returned for evaluation.